Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 50d, pn 010000662, ln 6330960; g7 neutral arcomxl lnr 36mm d, 01000739, ln 6313813; tprlc 133 fp type1 pps ho 5.0, pn 51-101050, ln 3876858; cer bioloxd mod hd 36mm -3 nk, pn 12-115120, ln 2939193; bone scr 6.5x30 self-tap, pn 00625006530, ln 63983533; bone scr 6.5x20 self-tap, pn 00625006520, ln 64047516; bone scr 6.5x20 self-tap, pn 00625006520, ln 64101687; complaint sample was evaluated and the reported event was confirmed, as the outer radius of the screw head was noted to have sheared off. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, the surgeon was implanting a screw into the acetabular cup. When tightening the screw, the screw pulled through the cup. Attempts have been made and additional information on the reported event is unavailable at this time.